Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low hemoglobin (hgb) results generated by the coulter lh 500 analyzer. The initial patient hgb patient result was 5.7g/dl and upon repeat on a different instrument, it gave a result of 7.2g/dl. The erroneous result was reported outside of the laboratory and a corrected report was issued. There was no death, serious injury or change to patient treatment associated with this event.

Manufacturer narrative:
Sample was collected in a 4ml bd vacutainer tube. Qc is run every eight hours and was within range prior to and after the event. A field service engineer (fse) was on-site and replaced some hardware, performed repairs and verified instrument performance. A clear root cause for this event has not been identified to date. A malfunction will be assumed for the purpose of this report.